Event description:
No patient was involved in this event. Staff and md were preparing for procedure. Md was checking equipment prior to surgery start and could not get the hydratome to bow. No apparent visual defects. Md tried several times, but was unable to get the device to work. New package was opened and worked appropriately.